Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a beep anomaly. The customer was getting more than one alarm at a time. The customer had set the insulin pump to beep. The customer's blood glucose level during the incident was 105 mg/dl. The insulin pump passed the self-test. The customer was advised to monitor the insulin pump and call back if issue recurs. The customer called back report that they were getting two sounds from the insulin pump. The customer state it would give two beep and then it would do it over again. The customer had already called about the issue twice. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. We were unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.